Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: please clarify the event "needle was gone", did the needle release from the thread during use on patient? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent unknown procedure on an unknown date and suture was used. The suture was being used and then they set the suture down and when they went to close and the needle was gone. Case completed with another device of the same product code. There were no patient consequences reported.